Event description:
On (B)(4) 2013 the serial cable was returned for product analysis. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis on the (B)(4) serial data cable adapter was completed on (B)(4) 2013. It was found that it had intermittent conductors at the handle location. A known good bench serial data cable was substituted and all communications errors cleared. Product analysis on the handheld and flashcard was also completed. During the analysis, no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2013 it was reported that the handheld was unresponsive with several patients during clinical. Troubleshooting of performing a hard reset and changing the wand battery was performed but there was no improvement. Another programming system had to be used to interrogate the patients. Additional troubleshooting was later performed and the handheld serial cable was identified to be faulty, causing communication issues. It was stated that the product would be returned for product analysis but it has not been received to date.